Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the nurse paused the infusion channel during a dilaudid primary infusion on a pump module d, and attempted to turn off the module. The channel continued to infuse and display the programmed rate of 3 ml/hr and the green light on the status indicator was present. The channel d information was not displayed as an active infusion on pc unit display. No patient harm was reported. Three other modules were attached, one of which was actively infusing d5w-nacl 0.45% at 30ml/hr on channel a. The event occurred on the cardiac surgical ICU care area.

Manufacturer narrative:
The customer¿s report of a possible over-infusion of dilaudid and a keypad malfunction was confirmed, but not replicated during testing. During physical inspection fluid ingress was observed on the keypads esd shield layer. The pcu event log findings indicate the channel off key was unresponsive and did not stop the infusion. The infusion ran for approximately 10 minutes more after the user initially attempted to channel the device off at 4:23 pm. The log also indicated that the device eventually did shut off when the final channel off key was pressed at 4:33:11 pm on (B)(6) 2019, however, did not actually stop until 1 minute and 14 seconds after the channel off key was pressed. Functional testing was performed by replicating the keypresses observed in the pcu event log, however the channel off key was responsive and did channel the device off. The root cause of the customer¿s experience of a possible over-infusion of dilaudid was identified as due to the unit not responding to a channel off request (unresponsive key). The root cause of the customer¿s experience of a keypad malfunction, resulting in an unresponsive key, was identified as due to fluid ingress on the printec keypad.

Event description:
It was reported that the nurse paused the infusion channel during a dilaudid primary infusion on a pump module d, and attempted to turn off the module. The channel continued to infuse and display the programmed rate of 3 ml/hr and the green light on the status indicator was present. The channel d information was not displayed as an active infusion on pc unit display. No patient harm was reported. Three other modules were attached, one of which was actively infusing d5w-nacl 0.45% at 30ml/hr on channel a. The event occurred on the cardiac surgical ICU care area. Received a copy of the customer's cmdsnet program report from health canada which states, ¿the primary rn was weaning a dilaudid infusion to off. The primary rn turned the infusion off at the module. On the alaris pump "brain"/pcu the infusion was no longer running and appeared to be off. However, on the module it stated the infusion was still running at 3ml/hr. A video was taken by the writer demonstrating the continued scrolling of the rate on the module while the pcu screen indicate the module was off."